Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records did not reveal nay related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address loosening of the cup.